Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the purge leak - pump is most likely due to a damaged sidearm, however it cannot be determined how/where the damaged occurred. Impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The complainant reported the impella purge tubing completely broke off at the junction of purge reservoir and filter. Therefore, a new impella cp was inserted through same site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿